Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of egms, the device had recorded an atrial tachycardia episode due to far r-wave oversensing. No intervention was performed. No further information was reported.